Event description:
The customer reported that the system will not always boot up. There was no display on the tube arm or control panel display.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use. This MDR is related to ge healthcare complaint number.